Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14171488.

Event description:
It was reported that the patient was experiencing irritation and pain at the implantable pulse generator (ipg) site. The patient underwent an explant procedure. The explanted device was discarded by the medical facility.